Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The powered stapling handle was removed from the charger. Once the handle powered up, confirmed that it had sufficient battery for the procedure. It was then placed into a powered clam shell. Approximately forty five minutes later, attempted to load a reload and noticed that the handle had powered off and would not wake up. The handle was removed from the clam shell and placed back onto the charger. After a few hours, removed the handle from the charger and confirmed that it would not wake up. Two different chargers and was not successful in getting the handle to turn back on. There was no patient involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The powered stapling handle was removed from the charger. Once the handle powered up, confirmed that it had sufficient battery for the procedure. It was then placed into a powered clam shell. Approximately forty five minutes later, attempted to load a reload and noticed that the handle had powered off and would not wake up. The handle was removed from the clam shell and placed back onto the charger. After a few hours, removed the handle from the charger and confirmed that it would not wake up. There was no patient involved in the event.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. Post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation of one signia powered handle. The electronic device use logs were also provided. Visual inspection noted no abnormalities. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The powered stapling handle was removed from the charger. Once the handle powered up, confirmed that it had sufficient battery for the procedure. It was then placed into a powered clam shell. Approximately forty five minutes later, attempted to load a reload and noticed that the handle had powered off and would not wake up. The handle was removed from the clam shell and placed back onto the charger. After a few hours, removed the handle from the charger and confirmed that it would not wake up. Two different chargers and was not successful in getting the handle to turn back on. There was no patient involved in the event.